Manufacturer narrative:
H.6. Investigation: customer returned (10) 1cc, 6mm, 31g syringes in an open poly bag from lot # 6242845. Customer states that the syringe is broken. The returned poly bag was examined and exhibited 2 samples with the shield off in the bag, which could have caused the cannula to be broken off. A review of the device history record was completed for batch# 6242845. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications (B)(4) noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe there were 10 syringes that were broken.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe there were 10 syringes that were broken.